Event description:
It was reported that on (B)(6) 2022 during a selenia procedure the tubehead rotates without tech touching the buttons. No injury reported. A field engineer was dispatched to the site and determined that the gantry switches and test unit would be replaced. Once this was completed the system was working as intended.